Manufacturer narrative:
The customer reported that the display on the bedside monitor (bsm) was not clear. The biomedical engineer states that the screen is very patchy and looks unreadable. Customer sent in a picture to confirm that this was not artifacts on the waveform. The product was not in use on a patient at the time and there was no patient harm. The device was sent in for repair. Upon completion of the initial evaluation, the customer denied pay for the repair costs. Unit was sent back to the customer unrepaired.

Manufacturer narrative:
The customer reported that the display on the bedside monitor was not clear. The biomedical engineer states that the screen is very patchy and looks unreadable. Customer sent in a picture to confirm that this was not artifacts on the waveform. The product was not in use on patient at the time and there was no patient harm. The device is being sent in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display on the bedside monitor was not clear.